Event description:
Customer reported that the display on the insulin pump has missing pixels when trying to prime. Customer stated that it goes away after a while but issue only persists when he's priming. Customer is unsure if he may have dropped or bumped the device previously. Insulin pump passed the self test. Customer stated he noticed the issue while trying to remove bubbles from the infusion set. The screen went blank with lines across it. Most recent blood glucose value is 143 mg/dl. Nothing further reported.

Manufacturer narrative:
No blank display was noted. The insulin pump had missing segments on the display due to a cracked connector at the liquid crystal display circuit board. All operating currents were within specification. The insulin pump passed the displacement test. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window, cracked case at the display window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.